Event description:
It was reported that this pacemaker system was exhibiting loss of right ventricular (rv) lead capture, patient is pacing dependent and had exhibited syncopal episodes. High capture outputs would cause diaphragmatic stimulation to the patient. Technical services (ts) was consulted and recommended replacing with a new pacemaker during right ventricular (rv) lead replacement to prevent possibility of a spring connection issue. During this procedure it was identified that the right atrial (ra) lead showed insulation damage and the whole system was replaced. In addition, a previously surgically abandoned rv lead showed a pin separate from the rest of the lead and was explanted. No additional adverse patient effects were reported.